Manufacturer narrative:
The user facility returned the lma in question to the MFR for evaluation. The lma appears well used, with a yellow airway tube and a marked connector. The failure surface is at approximately 60 degrees to the axis of the tube. The surface is smooth, with one long secondary tear running along the tube towards the backplate. (During handling after arrival and investigation, this tear has propagated around the circumference of the tube, breaking it into a third section.) There is a cut, 2mm in length, close to the original tear. When free from damage, the airway tube is very strong. However, as the mask is used it becomes subject to damage from handling, cleaning, sterilization, or being bitten and becomes weaker. Such defects may cause the tube to fail at a lower level of force.

Event description:
A user facility has returned the lma to the MFR for evaluation.